Event description:
It was reported that that the patient alleged that the transmitter shocked her when she flipped the device over. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.